Manufacturer narrative:
Correction - the catalog and unique identifier numbers were updated in section d4 based on the returned product.

Event description:
It was reported that the infusion device did not provide a warning message "w1 cartridge low" nor an error message "e1 cartridge empty" when the cartridge was empty, which resulted in elevated blood glucose levels and hospitalization. The customer had introduced a new self-filled cartridge in the morning on (B)(6) 2022 and the pump showed the complete filling level. The customer then noticed that his blood glucose values rose very high, but no exact values were provided. His son brought the customer to the hospital. At the hospital, it was stated that the cartridge was empty and for this reason the patient had not received any insulin for hours. No information or details regarding treatment in hospital were provided. The customer stated he felt fine at the time of the call.

Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.